Event description:
The recently updated software for the t:slimx2 allows an iphone to control the insulin pump, which is easy and terrific. But for some reason, the company has set the pump to shut off if none of its buttons are pushed for 12 hours. There is no countdown alarm, no intermediate warnings, no message on the iphone, just a total shutdown of life-saving insulin delivery with a single beep. Last night after I went to sleep, my pump shut down, and 90 minutes later I woke up with sweats, a headache, a bg of 343 which climbed to 367 before I could get enough insulin on board to stop the rise. It took 6 hours to get my bg back to 110. I rarely see numbers like that but this is the first time in 50 years of being diabetic that I suffered an uncontrolled rise because my pump was programmed to cause it. The auto shutdown seems ridiculous. No one accidentally uses a pump. If I am entering regular, controlled, sensible instructions to my pump through my phone, why does the pump need direct contact? But even if it does, the shutdown should be preceded by warnings and should be far less frequently than every 12 hours. My bg sensor requires attention every 10 days and provides a 24-hour warning, 6-hour warning, and 30-minute warning. Just to be clear, this isn't the fault of the phone. The control by phone is great and works perfectly. This is the fault of the company that has programmed the pump to shut down a literally life-sustaining device for no apparent reason. It would be as if your car shut down every 12 hours automatically. FDA safety report ID #(B)(4).